Event description:
Person reports that condom broke during sexual intercourse. This happened again with same batch of condoms. Also ten other people complained of breakage after getting condoms from facility. Only 200 had been distributed at that time. These people had received info on the correct usage of condoms.